Event description:
It was reported that at 282,866 joules while using the surgical fiber during a prostate procedure, the fiber stopped functioning / no tissue vaporization was observed. The procedure was completed using a second surgical fiber. Patient outcome: "good" - there was no injury reported. Gland volume: 100+ ml. Time expended: 41:37 minutes.

Manufacturer narrative:
Failure analysis for fiber model #0010-2400, lot #351a, serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.